Event description:
The customer reported that the external power indicator was turned off when the device was connected to ac power.

Manufacturer narrative:
(B)(4). The customer reported that the external power indicator was turned off when the device was connected to ac power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.